Manufacturer narrative:
Device is a combination product.

Event description:
Clinical study: evolve short dapt. It was reported that a patient death had occurred. In (B)(6) 2018, the patient was referred for elective cardiac catheterization. The index procedure was performed the same day. Target lesion was located in mid right coronary artery with 70% stenosis and was 30 mm long with a reference vessel diameter of 3.25 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 16 mm and a 3.00 x 38 mm synergy stents. Following post dilatation the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the subject presented to emergency room after having been found unresponsive outside their room. Per emergency medical services, the subject was found in pulseless electrical activity (pea) condition hence cardio pulmonary resuscitation (CPR) was initiated. Upon arrival to ER the subject was intubated with continued CPR. The subject was hospitalized for further evaluation and monitoring. The subject received epinephrine, atropine and 1 ampule of sodium bicarbonate and was placed on amiodarone infusion. A chest x-ray was performed and revealed hilar adenopathy with diffuse pattern. Nephrology was consulted to resume the hemodialysis since the subject had end stage renal disease. The subject was unresponsive to the ventilator and had gone into bradycardia for which atropine was given. Four days later, the subject had cardiac arrest, was not able to be resuscitated and was pronounced dead. Per death certificate, the immediate cause of death was cardiac arrest and the underlying cause was end stage renal disease. The manner of death was natural and it was unknown whether an autopsy was performed or not.

Manufacturer narrative:
Device is a combination product.

Event description:
Clinical study: (B)(6). It was reported that a patient death had occurred. In (B)(6) 2018, the patient was referred for elective cardiac catheterization. The index procedure was performed the same day. Target lesion was located in mid right coronary artery with 70% stenosis and was 30 mm long with a reference vessel diameter of 3.25 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 16 mm and a 3.00 x 38 mm synergy stents. Following post dilatation the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient died. The cause of death is unknown, and it is also unknown if an autopsy was performed.